Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reports prior to a procedure the system shut down on it's own. There was no patient involvement. Additional information has been requested but none has been received to date.